Event description:
A cs25 stapler was satisfactorily used in a total gastrectomy procedure in 2009. For some days after the patient showed symptoms which required reoperation six days later. During the reoperation a leak was discovered in the area of the anastomosis created by the cs25. The leak was subsequently sewn up, and the patient is in good condition.

Manufacturer narrative:
Patient's age and weight are unknown. "999" and "000" are placeholders. Device was discarded by health facility and so could not be evaluated.